Event description:
The customer reported experiencing high blood glucose for the past six months and having problems with the insulin pump. The customer mentioned that in one occasion her blood glucose was low and the paramedics were called to assist her. The customer stated that this is causing her a lot of stress. Troubleshooting was performed, and the support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that previous she had bent cannulas. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.